Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable investigation result of stent partially deployed. Block h10: an axios stent and electrocautery-enhanced delivery system were received for analysis. The stent was received partially deployed. Visual inspection found the outer sheath kinked. During functional inspection, the catheter lock was unlocked by sliding it to the right and the catheter control hub was moved up and down. The catheter passed through the luer without resistance. Lastly, the stent hub was moved down to the second and fourth position and the stent was able to be deployed. No other problems were noted with the stent and delivery system. Product analysis confirmed the reported event of stent failure to deploy because the stent was received partially deployed. A product labeling review identified that the device was used per the instructions for use (IFU) / product label. Additionally, stent partially deployed is noted within the IFU as a potential adverse event associated with the use of the device. It is most likely that procedural factors such as lesion characteristics, handling of the device, and the technique used by the physician (force applied) resulted in the observed event of outer sheath kinked and contributed to the stent being unable to fully deploy during the procedure. Therefore, a review and analysis of all available information indicated the most probable cause is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery-enhanced delivery system was to be implanted transgastric to the pancreas to treat pseudocyst during an axios drainage procedure performed on (B)(6) 2023. During the procedure, when the stent's first flange was tried to be deployed, it was not visible through the rx image and endoscopic ultrasound (eus). The axios stent was fully covered by the outer sheath and was not deployed at all when it was removed from the patient. Subsequently, the stent was attempted to be deployed outside the patient, and it was found that the stent's first flange was stuck. The procedure was completed with another axios stent. There were no patient complications reported as a result of this event. Note: this event has been deemed an MDR-reportable event based on the investigation results which revealed that the stent was partially deployed. Please see block h10 for full investigation details.